Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated a complete electrical reset of the implantable pulse generator (ipg) had occurred. The patient was brought in for an evaluation and all testing was normal and the ipg was able to be reprogrammed. The patient could not correlate and electromagnetic interference at the time of the reset; however, several weeks after the reset the patient did have a computed tomography scan. Several days after that the patient began to feel generally not well. The ipg remains in use. No further patient complications have been reported as a result of this event.